Event description:
Spoke with patient; patient reports rash which resolved approximately 30 min after the benadryl and solumedrol were given. Denies any other systemic s/e (side effects) no, sob (shortness of breath), or throat tightness etc. Vss throughout. Patient is not concerned about the infusion. He is ok from his standpoint to proceed. I spoke with rn and she is concerned about the lot as this is the 3rd time this has happened. Vs remained stable and max rate of 110 ml/hr. I then spoke with pharmacist, and we are trying to see if insurance will approve another dose/lot. Otherwise, we will need to see if the physician will pre-medicate. Md added prednisone 40mg as premed for second day with change in gammaked vial lot #s. Patient with cidp requires ivig 50gms x 2 days every 4 weeks. Baseline symptoms: hypersensitivity on the bottom of his feet, burning sensation of his bilateral thigh and fingertips are very sensitive. Pt with history of htn (med controlled) and type 2 niddm. Nkda. He ambulates independently.